Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Implanted: unk. Explanted: unk. This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the lens was returned in liquid in lens vial. Visual inspection found a piece of one haptic torn off. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
A 13.2mm vticm5_13.2 implantable collamer lens, -1.50/+3.0/180 (sphere/cylinder/axis) was returned to the manufacturer damaged. Additional information was requested pertaining to the lens damage but no more information was provided.